Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned. The visual inspection of the returned rasp confirmed that the device was fractured at the trunnion. Hardness testing shows the hardness to be within spec. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent a hip arthroplasty. During this event, the taper rasp fractured at the base of the trunnion intraoperatively. It was retrieved by the surgeon, and the procedure was completed without any further incident. Surgery was delayed surgery for twenty-one minutes. Attempts have been made and additional information on the reported event is unavailable.